Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via email to a medtronic representative that the customer was in the ER due to a seizure. The customer was admitted for an unspecified high blood glucose level. The customer was released from the hospital after a couple of hours. Assistance from a 24-hour helpline representative was declined. No products were shipped or returned.